Event description:
It was reported that a patient experienced peritonitis, due to a break in aseptic technique. The break was further described as the patient had not worn a mask during peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The treatment was not reported. At the time of this report, the patient had not yet recovered from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was a use error, which was described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a follow up report will be filed.